Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the icon for the 30 degree endoscope plus was saying down when the camera was up. The customer stated that they replaced the endoscope with no change. The intuitive technical support engineer (tse) noted a single 23003 error in the logs. Tse asked if the hand controls were in alignment with the scope and the surgeon stated that it was, so tse did not troubleshoot any further. The customer was continuing with procedure. Tse recommended the customer reboot system between cases. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted, when it said ¿down¿ the image was ¿up¿. The event did not involve a reversed control on the system arms. The movement of scope was as per the surgeon control. The endoscope and endoscope¿s adapter/base was still engaged/in-synch/attached. There were no any damages observed on the endoscope¿s adapter/base such as missing screw(s) or component. The issue was resolved with a reboot of the system. A backup same endoscope was used to complete the procedure. The backup endoscope was a 30 degree endoscope and its image was not inverted. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and after a hard power cycle, no further issues were noted. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.